Event description:
Pt said on 10/21 that when she was trying to give herself a dose yesterday the 37g 1/2 in needle was faulty. Is starting her takhzyro dose a day late. Will add a couple extra needles to order so she can have extra on hand.